Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009, the patient presented with following pre-op diagnoses: recurrent herniated nucleus polyposis, l4-5, with lumbar spinal stenosis and joint instability. The patient underwent following procedures: decompressive lumbar laminectomy, l4-5. Triathlon lumbar interbody arthrodesis, l4-5. Use of prosthetic interbody device, l4-5. Posterolateral arthrodesis, l4-5. Pedicle screw instrumentation, l4-5. Use of locally obtained morcellated autograft. Fluoroscopic guidance. Per op-notes, ".. A left l4-5 lumbar laminectomy with facetectomy and foraminotomy and decompression was performed. Transforaminal lumbar interbody arthrodesis was performed using the stryker peek interbody cage with use of locally obtained morcellated autograft and also bmp-soaked in the interspace. Patient tolerated the procedure well without any intraoperative complications.." The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.